Event description:
It was reported that a patient underwent a ventral incisional hernia repair procedure on an unknown date and mesh was used. The patient returned to the facility approximately one month later and underwent a laparoscopic assisted ventral incisional hernia repair on (B)(6) 2012. During the re-operation, the surgeon noted some rare omental adhesions to a failed ventral incisional hernia at the umbilicus, a possible small bowel obstruction, and mesh and peritoneum failure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).